Event description:
It was reported that a pt underwent a shoulder repair procedure on an unk date. The pt returned two weeks later and everything looked fine. However, at the four to six week post-operative visit, there was suture spitting and there was serous fluid that built up. The pt underwent a procedure to drain the serous fluid.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.